Event description:
Additional information reported the patient had a recent pump replacement. The patient "loves the pump" and was not having issues now that the new pump is implanted.

Manufacturer narrative:
Correction/update: the previously submitted report had a notify date of (B)(6) 2015. The correct notify date was (B)(6) 2015.

Event description:
It was reported that the patient noticed an error code on the personal therapy manager (ptm) of 8474, and was not being able to get a patient activated (pa) bolus. An alarm was heard and also confirmed by telemetry. A critical alarm was occurring due to a low battery reset and safe state occurred. The patient was having withdrawal symptoms and increased pain. Safe state did not occur while updating the pump, but did occur while a flex bolus was in use. No electromagnetic interference (emi) or magnetic resonance imaging (MRI) were associated to the safe state. No troubleshooting or interventions were taken to resolve the event. The patient had not recovered and was not receiving effective therapy. The patient was also taking percocet at the time of the event. The pump system was being used to infuse fentanyl, clonidine, and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).